Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The shocks occurred while the patient was doing some moving. The patent had a left ventricular assist device (lvad) implanted about two years ago. Technical services reviewed the store electrograms. The shock occurred while the device sensing vector was programmed to the secondary sensing vector. During office testing, the device was re-programmed to the alternate sensing vector. There were no additional adverse patient effects. The system remains implanted.